Event description:
It was reported that the patient experienced ventricular tachycardia. The first two shocks were aborted due the defibrillation impedance being low on the right ventricular lead. Shocks were delivered via another vector but were unsuccessful in breaking the rhythm. The suggested cause was a lead integrity issue on the right ventricular lead that may have reduced the energy delivered to the heart. The patient deceased.

Manufacturer narrative:
The reported events of insulation damage, no high voltage output and low defibrillation impedance were confirmed. A partial lead was returned in one piece for analysis. Visual examination found an external insulation abrasion breaching the right ventricular cable lumen. The cause of the reported events was isolated to the exposure of the right ventricular conductor cable in the abrasion zone consistent with friction to the device can.